Manufacturer narrative:
(B)(4). Investigation results: visual examination of the complaint device revealed the device did not have any visual defects. Functional analysis was performed, and the balloon was inflated; however, a leak was found due to a pinhole located near the distal bond of the balloon. This failure is likely due to factors or conditions related to the procedure that could have affected its performance and its intended purpose, such as the technique used by the physician during the procedure, the amount of strength applied by the customer during the movement of the balloon and/or the interaction between the scope and the balloon. Therefore, the most probable root cause is adverse event related to procedure. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications.

Event description:
It was reported to boston scientific corporation that a cre fixed wire dilatation balloon was used during an esophageal dilation procedure performed on (B)(6) 2019. According to the complainant, during the procedure, the balloon was attempted to be inflated; however, it was noted to be leaking. The procedure was completed with another cre fixed wire balloon. There have been no patient complications as a result of this event. The patient condition at the conclusion of the procedure was reported to be fine. Investigation results revealed that the balloon had a pinhole; therefore this is now an MDR reportable event.